Event description:
The customer reported via phone call that he had keypad issues on the insulin pump. Customer stated that his buttons are not working properly. Customer stated that it looks like one of the buttons is broken. Customer reported that when he pushes the down button, it just sticks on and the other buttons don't do anything. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer also requested a replacement infusion set, reservoir, and a sensor.

Manufacturer narrative:
The down arrow button did not respond due to flattened button dome switches. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.